Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
The information in section b.1 was not provided with the initial report. The correct information has been provided with this report.

Event description:
It was reported the keypad on the insulin pump was not responding. Customer reported the insulin pump alarmed battery out limit and was unable to clear the alarm. Customer's blood glucose was 2.2mmol/l, treated. Customer was unaware of any issues that may have led to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.